Event description:
An infectious disease nurse called to report cultures of one of their automatic endoscope reprocessor (aer) are positive for acid fast bacteria. The facility is not using this aer due to receiving positive cultures for this device. The other aer with negative cultures is being limitied to be used with colonscopes. The facility reports their water supply has contaminants and that both aers are filtered the same way. No serious events were related to this incident.